Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: analysis of the returned device identified: underweight, opening curved on posterior and red particles in the shell. A visual and microscopic analysis was performed which identified: sharp opening on posterior and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Patient reported a right side rupture confirmed by physician. The device has been replaced.